Manufacturer narrative:
Retainer ring is black. Insulin pump received with intermittent left keypad button. However, insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. No moisture/damage on the electronics, keypad traces, battery connector, battery tube, motor, vibrator during visual inspection. However, moisture damage found in the keypad connector and keypad flex tail. Unit was tested with test keypad traces and all keypad function properly. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion in the keypad connector and keypad flex tail and all keypad button function properly. Insulin pump had broken belt clip rails, serial number label missing. The insulin pump p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin pump was damaged from the back. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.